Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and oversensing due to non-physiologic signals/sic (sensing integrity counter). There are 4 episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016 and 608 ventricular sic¿s since the last session 4.2 days ago. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The right ventricular capture threshold is steady at approx. 1.34 volts through (B)(6) 2015 then rises out of range by (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-physiologic sensing and elevated sensing integrity counter (sic). It was further reported that the rv lead had a rise in pacing thresholds several months ago but has remained stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that another lead integrity alert (lia) was received for what appeared to be lead on lead noise with an abandoned lead still in the patient. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.